Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer found that an instrument on universal surgical manipulator (usm) 2 was broken, and when they swapped the instrument to a second long bipolar grasper instrument, it had non-intuitive motion. The customer swapped out to the third long bipolar grasper instrument, which did work. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs but found no related errors. The isi tse verified that the customer reseated the sterile adapter and tried the defective long bipolar grasper on a different usm. The instrument also failed on the other usm, indicating an instrument failure. The procedure was completing as planned with no reported injury.